Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv-oversensing was observed due to noise on the ventricular channel. Due to the amplitude of the noise, programming adjustments would not resolve the oversensing. The lead was explanted.